Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements. The lead was observed to have fractured. An invasive procedure was performed. The proximal portion/terminal end of the lead was cut and removed and the distal portion was surgically capped and abandoned. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal portion of the lead was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted dried blood/body fluid in the lumen, a tear in the insulation 92 millimeters (mm) from the terminal pin. Additionally, abrasion was observed on the lead that was felt to be a result of lead on can abrasion. Laboratory analysis confirmed that the lead was fractured 98 centimeters (cm) from the terminal pin.